Manufacturer narrative:
Additional information. A correlation between the device and the reported infections could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient was diagnosed with (B)(6) on (B)(6) 2014 and (B)(6) on (B)(6)2014. It was reported that both were from blood cultures only and it was never determined to be caused by the driveline infection. Both infections reportedly cleared and the patient remains on suppressive antibiotics.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient developed sepsis due to a driveline infection. The patient was admitted and administered a broad spectrum of IV antibiotics. The patient's cultures are pending.

Manufacturer narrative:
The patient continues on lvad support with no further issue reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.